Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated the device was not in use on the customer's reported event date of (B)(6) 2013. A review of the most recent programming indicated the device was programmed on (B)(6) 2013 at 0217, for continuous only delivery ml, with a rate of 20 ml/hr, a vtbi of 500 ml, no kvo rate was selected, and a 500 ml container size. The device continued in use at the programmed settings. On (B)(6) 2013 at 2327, a new container was indicated and the delivery was started. A new date of (B)(6) 2013 was indicated. At 0505, a power loss alarm occurred, the device was powered on using batteries and the delivery was restarted. A new date of (B)(6) 2013 was indicated. At 0105, an empty container alarm and end of infusion alarm occurred. Between 0111 and 0115, a power loss alarm occurred and the device was powered on using batteries 7 times. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported while operating on battery power, the device powered off without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver cephazolin 6g/ 500 ml, at a rate of 2ml/hr, and the delivery was started. No further programming parameters were provided. The customer contact reported after starting the delivery, the nurse tapped the device and the device powered off without sounding an audible alarm tone. The customer contact reinserted the batteries, powered the device on, and the delivery was restarted. The customer contact reported the patient returned to the clinic the next day. At that time, the patient reported at an unspecified time during the night, the device had powered off. It was reported that the patient waited until the next morning to return to the clinic for a scheduled appointment to troubleshoot the issue. It was unspecified the volume remaining in the container to be delivered to the patient. The device was removed from clinical use. Therapy was completed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility while operating on battery power, the device powered off by itself without sounding an audible alarm tone. Though requested, no additional information was provided.